Event description:
Surgeon states device was explanted due to pain, infection and limitation of mouth opening. The flange of the condylar prosthesis was too long, and trapped food particle, and tissue dihiscence resutled. Multiple attempts to close the defect was unsuccessful.